Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was duplicated and attributed to a corrupted calibration table. Typically, failures of this type are the result of the device's software being upgraded. The customer confirmed that the device did go through an upgrade attempt onsite before the issue occurred. The calibration table was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.